Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. The customer did return the meter. The returned meter and the reference meter were tested with retention strips and control solution. All of the returned results are within acceptable range. There was no product problem found.

Event description:
The customer's wife called and stated he was getting erratic readings on his meter. She stated this has been happening since (B)(6) 2016. While using his coaguchek xs meter (serial number (B)(4)), he obtained a result of >8.0 inr at 9:11 am. He cleaned the meter and changed the batteries. At 9:42 am, using a different finger, he obtained a result of 3.1 inr. The result of 3.1 inr was reported to the doctor and his coumadin was held based on that reading. He also received results of 1.6 inr on (B)(6) 2016 and a result of 5.8 inr on (B)(6) 2016. His therapeutic range is 2-3 inr. The customer is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. He has not had any new medications, nor has he started on any new medications. The patient is currently good. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The relevant retention test strips (lot 206632) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.